Event description:
There were some anatomical challenges and surgeon had to work around the vessels to implant the cage. The cage fractured, through the insertion holes, upon impaction. Surgeon had difficulties getting all of the screws in so he implanted a buttress plate and two screws at s1 to prevent cage migration.

Manufacturer narrative:
Surgeon felt the final x-ray was acceptable, with the cayman plate adequately covering the cage to prevent migration. Implant remained in pt and will not be returning for eval. The mfg and inspection records were reviewed and there were no mfg or material deficiencies found noted. This MDR is being filed as a result of the extended surgery time and the fact that the device was not implanted as intended.